Manufacturer narrative:
The customer reported that the tip of the pipette was found to be bent. Siemens service went onsite and resolved the issue by replacing the pipette. The system was recalibrated, the qc's were in the expected ranges and the system is operational.

Event description:
The customer reported a false negative urine leukocyte result on the clinitek atlas when compared to the clinitek advantus and manual microscopy. There was no report of injury due to this event.